Manufacturer narrative:
Citation: dakroub ah, malik s, sellers sl, et al. Transcatheter aortic valve replacement with the evolut fx self-expanding versus sapien 3 ultra resilia balloon-expandable valves. Circ cardiovasc interv. 2024;17(12):e014696. Doi:10.1161/circinterventions.124.014696 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the hemodynamic outcomes of transcatheter aortic valve replacement (tavr) between the evolut fx and sapien 3 ultra resilia brands. The overall study population consisted of 521 patients who underwent tavr with either a non-medtronic sapien 3 ultra resilia valve (n = 264) or a medtronic evolut fx valve (n = 257). Thirty-day outcomes recorded among the evolut fx recipients included: paravalvular leak (mild to severe), nonstructural valve dysfunction/prosthesis-patient mismatch, and bioprosthetic valve dysfunction (encompassed structural valve dysfunction, thrombosis, endocarditis, and aortic valve reintervention).